Event description:
On 02/17/1999 following a diagnostic procedure, an angio-seal device was placed in a patient's right groin. Five (5) days post procedure, the patient presented with complaints of pain in the right leg. An ultrasound was performed that day which appeared to be normal. On 02/23/1999 the patient again returned with increased complaints of pain and a right pedal pulse that was only dopplerable. A contralateral anteriogram was performed which revealed a vessel occlusion. On 02/23/1999 an endarterectomy revealed that the angio-seal anchor was within the vessel and was taken away. Also noted was that the vessel contained dense plaque that was adherent to the anchor that actually extended downward creating a flap, and a thrombus, both were removed. As of 03/23/1999 there has been no further report to the manufacturer of complication or additional patient sequelae.